Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate anti-tachycardia pacing (atp) and shocks due to an episode of supra ventricular tachycardia. Upon review it was found that the patients self-conducted rhythm accelerated after the first shock was applied. The ICD then delivered atp and an additional 41 joule shock. The rhythm self terminated. No additional adverse patient effects were reported. The device remained in service. Months later, additional information reported the device was explanted. The device remained in service for over 10 years. No more information was obtained about the device explant reason. There is no indication that the allegation was related to explant.